Manufacturer narrative:
The reported event of lead helix extension failure was confirmed and attributed to over-torque of the inner coil, however, the dislodgement event was not confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented at a follow-up in clinic. The physician performed fluoroscopy and noted lead dislodgement and attempted repositioning. During procedure, the lead helix was not able to extend, therefore, the physician explanted and replaced it with a new lead. The patient was in stable condition.